Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 63 mg/dl compared to readings of 272 mg/dl respectively obtained on a adc meter meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no damage to the sensor patch was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Functionality testing will be performed to determine if sensor was functioning as intended. Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. The sensor was returned to sensor state 6 after reprogramming and activating. Sensor was de-cased and batteries were replaced. Returned patch was attempted to be reprogrammed and error was occurred during reprogramming. This error prevented the returned patch to be reprogrammed. An extended investigation was further performed. Upon receipt of the de-cased returned sensor, a visual inspection was performed on the returned sensor puck and its pcba (printed circuit board assembly) and no issues were observed. Attempted to download data from the sensor and was unable to due to the incompatible message that was observed. The returned battery has been measured and results were within specification. Sensor was re-flowed to the asic (application specific integrated circuit) and attempted to extract data again. Unable to extract data. Returned sensor was unable to be re-programmed and observed product type and product generation settings do not match message. This error prevented the sensor from being reprogrammed for functionality testing. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.